Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) triggered elective replacement indicator (eri). During the interrogation with the 2090 programmer the ipg did not provide battery information (invalid battery impedance, no battery voltage) and the manual measurements of the lead impedance, sensing and the stimulation threshold did not work during the programmer session. This was due to the measurement system lock up, resulting in the ipg declaring recommended replacement time (rrt) inappropriately with the device screen display cannot measure battery voltage, and subsequently defaulting to an eri state, and mode and pacing rate change. Subsequently, the ipg was unlocked with a different programmer, and remains in use. No patient complications have been reported as a result of this event.